Manufacturer narrative:
H3: analysis of the catheter (s/n (B)(6) ) identified coring in the cup of the connector. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: 2015-(B)(6) explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
To clarify the sequence of the events that occurred were the air bubble then tissue growth was found and the connector was replaced, the hcp mentioned that old pump disconnected, scar tissue removed from hub, csf flow observed , new pump connected , access needle inserted and air bubbles observed, portion of the catheter spliced out and new tubing connected/spliced in , new pump again connected, no air bubbles observed, case completed. Regarding the cause, it was reported there was a small hole/tear in the tubing that was ultimately spliced out. There was no csf leak, but it was a substitutional enough hole to enter air bubbles.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-nov-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by healthcare professional (hcp) via company representative (rep) regarding a patient who was receiving gablofen (2000 mcg/ml at 275 mcg/day) via implantable infusion pump. It was reported that during patient's end of life pump replacement on (B)(6) 2021, there was a spontaneous retrograde flow from the existing catheter. It was noted that tissue growth was observed inside the catheter access port so the surgeon had to take the tissue out with a surgical equipment. After attaching the sutureless connector to the new pump, air bubbles were drawn back from the catheter access port with both a 24 gauge non coring needle and a luer lock syringe so the new 8784 pump segment was spliced into the existing catheter. Fluid was then able to be drawn from the catheter access port with no subsequent bubbles. Patient had no signs/symptoms related to the event. The issue was resolved at the time of report. The patient's weight at the time of report was (B)(6) lbs. The patient's medical history at the time of the report included cerebral palsy, muscle spasticity, impaired mobility, autism, intellectual disability, and stage 1 pressure injury to right foot. The patient's status at the time of report was alive - no injury.